Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens haptic broke off during insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.